Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-55 purple stylet in the lead. The helix is stuck in the monolithic controlled release device. The helix dimension could not be tested due to the helix being stuck in the monolithic controlled release device and the helix being bent. The helix extension and retraction could not be tested due to the helix being stuck in the monolithic controlled release device and the helix being bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.